Manufacturer narrative:
Patient (B)(6) in scp outcomes in the foot/ankle underwent the index procedure on (B)(6) 2018. The patient underwent the scp procedure and received 0.4cc accufill in the talar dome and 0.5cc accufill in the navicular, both of the left ankle. A synovectomy, and hallux nail chemical matrixectomy and achilles and ankle amino injection were concomitantly performed during the index procedure, also on the left ankle. There were no intraoperative complications reported. The patient experienced pain relief at six weeks post-op, but reported high pain levels at three months post-op. Revision surgery was performed on (B)(6) 2019 (1.5 years after index procedure), where it was determined that the patient had developed tarsal tunnel syndrome, an osteochondral lesion defect, and a venous malformation of the left ankle. The event was evaluated by the investigator and determined to be possibly related to the procedure but not related to the scp device. The revision event can be most likely attributed to the patients¿ tarsal tunnel syndrome. The revision surgery included left ankle scope with extensive debridement, tarsal tunnel release, osteochondral lesion repair with cartilage graft, medial calcaneal branch release, and excision of the venous malformation/cyst on the flexor retinaculum. It was reported that the patient has recovered. A review of the finished goods DHR was conducted, and there were no nonconformances related to the complaint condition noted. The device in question remains implanted in the patient and, therefore, was not returned for the investigation.

Event description:
Study participant (B)(6) revised surgery at scp site due to pain.

Manufacturer narrative:
On (B)(6) 2018, a patient underwent an initial subchondroplasty procedure, where 0.4 cc and 0.5 cc of accufill was mixed with saline was injected into the talar dome and navicular, respectively. Synovectomy, hallux nail chemical matrixectomy, and achilles and ankle amino injection were performed concomitantly. On (B)(6) 2019, the patient returned and complained of pain levels similar to those of pre-surgery, an MRI revealed medial and talar dome lesions on index side. The patient then underwent a left ankle arthroscopy with hemorrhagic synovitis concerning for pvns and al osteochondral lesion debridement with cartilage scaffold placement, am osteochondral lesion microfracture. No intraoperative complications were reported. The device will not be returned for investigation, as it remains implanted in the patient. The investigation is on-going, once additional information about the event becomes available, a supplemental report will be submitted. Device remains implanted in the patient.

Event description:
Study participant 02-009 revised surgery at scp site due to pain.